Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-18 user has high glucose value. (B)(4).

Event description:
Consumer reported complaint for hi blood glucose test results. The customer is concerned with tests results from results obtained of hi. Customer stated that she is not sure what her normal glucose range should be as the doctor never told her. Customer stated that she has been drinking a lot of soda. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a blood test was performed by the customer non-fasting and produced test result of hi using truemetrix air meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 05/31/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history (date / time not set): hi (B)(6) 2017 05:49 pm fasting:yes; hi (B)(6) 2017 03:31 pm fasting: yes; 484mg/dl (B)(6) 2017 01:00 am fasting: yes; hi (B)(6) 2017 04:49 pm fasting: yes; hi (B)(6) 2017 01:00 pm fasting: yes. Memory concerns: hi. Customer states that for the past month her blood results have been going higher. Customer states that she is not sure what her normal glucose range should be. Customer states that the doctor never told her what her normal range should be. Customer states that lately have been getting results in the 300-390mg/dl. Customer states that the meter showed the hi results two days ago. Check the meters memory and the time and date is not set correctly. Customer will get a replacement at the pharmacy.